Event description:
It was reported that during a lap nephrectomy procedure, the device was loaded with a white load, but upon firing the reload fell out of the jaws and into the pt. The reload was removed through the trocar. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 03/23/2009. Eval summary: the analysis results found that the ats45 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The reload was loaded and did not fell out during functional testing. A batch record review was performed and no anomalies were found during the mfg process.